Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a reaction to sutures post operatively. It was stated that the sutures split apart.